Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room after a syncopal episode, which led to a fall and facial injury. Upon interrogation, the right ventricular lead exhibited intermittent capture. The lead was explanted and replaced. The patient was doing well.